Event description:
Reporter stated that the device appears to have melted around the contacts. Reporter noted that the device was placed inside of its base unit while still wet from cleaning. No operator injury was reported. Technical support requested the return of the suspect device and replacement product was shipped.